Manufacturer narrative:
The device was not returned; therefore, the probable cause could not be determined.

Manufacturer narrative:
This is report 4 of 4. Sample picture was provided and is pending evaluation.

Event description:
It was reported that a plum set was leaking chemotherapy (taxol) from the filter. There was no report of patient involvement or an adverse event, medical intervention or delay in critical therapy.